Event description:
Philips received a complaint by the customer on the v60 indicating that the staff found that the screen turned black, an alarm was sounding, the alarm lamp was being illuminated and the unit stopped operating. They performed assisting ventilation using 10l back valve oxygen (rr 18 times). While the patient's breathing was shallow, the spo2 returned to 100% and the staff swapped out the unit with a different one and later the patient passed away. The device was in use on a patient at the time the reported issue was discovered; and there is potential harm to the patient.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the patient was a 72-year-old male with emphysema, on ventilator settings of settings: pressure controlled ventilation (pcv), inspiratory positive airway pressure (ipap) 9, positive airway pressure (epap) 5, respiratory rate (rr) 8, itime 1.2, fraction of inspired oxygen (fio2) 45%. It was reported that the hospital staff member found the ventilator screen turned black, an alarm was sounding, and the unit stopped operating. It is unclear for how long the ventilator was in this state prior to the discovery by the hospital staff member. They performed assisting ventilation using 10l back valve oxygen (rr 18 times). It was reported that the patient¿s spo2 returned to 100%. The patient¿s breathing was shallow. The patient was then put on another v60. The patient then died approximately 6 hours later. The patient¿s main doctor reported that the cause of death was ¿suffocation by sputum.¿ the patient was ¿beyond recovery¿ and had been on the ventilator for ¿terminal care.¿ the details currently available suggest that after the vent inop, there was a change in the patient¿s clinical condition. With the medical intervention, the spo2 returned to 100%, and the breathing was shallow. Therefore, there was a change in the patient¿s clinical condition, which then required medical intervention to prevent permanent impairment, which meets criteria for serious injury. Based on the information provided, the patient recovered from this event, with oxygen saturation returning to 100%. Approximately 6 hours thereafter, the patient passed away, cause of death was ¿suffocation from sputum.¿ this likely means a mucous plug or copious unmanageable secretions in the emphysema patient that was already on ¿terminal care.¿ the ventilator inoperative condition did not cause or contribute to a mucous plug or copious secretions, and therefore, the ventilator operative condition did not cause or contribute to the patient¿s death. In summary, based on the information currently available, the conclusion is that this ventilator inoperative event caused a serious injury on (B)(6) 2022. This ventilator inoperative event did not cause or contribute to the patient¿s death (which occurred on (B)(6) 2022). The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse stated that the unit was replaced due to shut down. It was confirmed that the unit did not power up. He confirmed that there was no reaction when the power button was pressed though the power lamp and the battery lamp were being illuminated. The pse tested the unit with a borrowed power management (pm) board and motor controller (mc) board, then the device started up. The repair for this unit cannot be conducted at this time due to the part(s), pm board, being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.  H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
The manufacturer's product support engineer (pse) replaced motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.